Manufacturer narrative:
Small stones or grit are caught between the chassis and the brake lining. It is not directly on the wheel but in the space above the brake lining where stones end up. User fell but without injuries. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Small stones or grit are caught between the chassis and the brake lining. It is not directly on the wheel but in the space above the brake lining where stones end up. User fell but without injuries. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).